Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the atrial pacing lead was beyond the expected upper range. There were atrial pace impedance spikes temporarily out of range (B)(6) 2015, settles at 355 ohms thereafter. (B)(4).

Event description:
It was reported that two days post implant there were bipolar lead impedance warnings on the right ventricular (rv) lead and the atrial lead. It was noted that the rv outputs had changed to eight volts. The rv lead was reprogrammed to three and a half volts and remains in use. The atrial lead also remained in use with no intervention. Additionally, it was reported that the device had unexpected longevity. It was noted that the device's remaining longevity was three years. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.